Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic repair of bilateral inguinal hernias. According to the reporter: spacemaker device would not inflate due to a hole in the balloon. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt. No reinforcement material was used.